Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via medwatch email that an ar-13995n multifire scorpion needle tip broke. X-ray's confirmed the broken needle, however, surgeon decided not to remove it as it would cause more harm than leaving it in. This was discovered during an rcr on (B)(6) 2022.